Event description:
Our affiliate is reporting that during a shoulder repair, the surgeon noted that there were metal shavings emanating from the shaver. This is all of the info that has at this point in time been given to mitek, questions out to our affiliate for clarity and further info.

Manufacturer narrative:
At this point in time, mitek is in the info gathering mode, and is awaiting receipt of the complaint device towards conducting root cause failure analysis. When all of this is done, the results of the investigation will be the subject of the follow-up report.